Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the white suture loop broke. The most likely as a result of user-applied excessive forces during tightening.

Event description:
It was reported that during an anterior cruciate ligament surgery the device broke on one side above the plate at the white tapes for tightening the loop. The cave of the loop is cut not torn. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.